Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes; section d9: date returned to manufacturer: feb 2, 2024; section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint simplicity reveal that the plunger rod was fully advanced, and the cartridge tip was observed to have stress marks and was damaged and deformed. The plunger rod was observed to be bent. Ophthalmic viscosurgical device (ovd) was not observed to be disbursed throughout the cartridge indicating that an inadequate amount was used which can contribute to the complaint issue reported. Damage was also observed where the cartridge and lens module meet. The complaint simplicity was sent to the manufacturing site and evaluated, revealing the following: lens not returned with the device, no assembly issues and/or damage, missing ovd residues throughout the cartridge, push rod tip bent, and cartridge tip deformed/damaged. Based on these results, the lack of ovd observed on the cartridge may contribute to the lens getting stuck in the cartridge causing damage and/or defect. No assembly and/or manufacturing defects were observed that could cause or contribute to the complaint issue reported. The complaint cannot be confirmed as manufacturing related. The complaint issue "cartridge tip cracked/damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The complaint issue "stuck in cartridge" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information was received reporting that only the injector touched the right eye. The procedure was completed successfully. No medical or surgical intervention was required, and no additional surgical maneuvers were performed. There was no patient injury. The patient¿s gender, female, and date of birth, (B)(6) 1944, was also received. No further information was provided. The following fields have been updated accordingly: section a2: date of birth: (B)(6) 1944 section a3: gender: female. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
No suspect product was received, however, a customer provided photo was received. Additional information: section h3: evaluated by manufacturer: yes. Device evaluation: the customer provided photo was evaluated and shows the complaint simplicity cartridge with the plunger rod fully advanced. The cartridge was observed to be bent with the tip of the cartridge deformed. The plunger rod was also observed to be damaged. Due to the photo quality, no further product evaluation could be performed. The complaint issue "cartridge tip cracked/damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue of ¿stuck in cartridge¿ was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4, and a5: unknown; requested but not provided. Section d6a: if implanted, give date: not applicable, as the lens was not implanted. Section d6b: if explanted, give date: not applicable, as the lens was not implanted. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the customer provided photo, the device history record, and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was stuck in the cartridge and the injector was bent. The issue was observed when inserting into the eye. There was patient contact. It was noted by the sales representative that the tip of the cartridge was bent out of the box. The lens was not fully implanted. No further information was provided.